Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going date of event: unknown.

Event description:
Country of complaint: czech republic. It was reported by the healthcare professional to the company sales representative that this product has a dull needle and therefore does not suit.

Manufacturer narrative:
We have received 79 closed samples of the pro-set code-batch. The 79 closed samples contain the code-batch c0068663-118042 (novosyn violet 0 (3.5) 90cm hrn50). We have opened the 79 closed pouches of the involved code-batch c0068663-118042 and we have found 14 with a different suture inside. We manufactured and distributed in the market 468 units of the code-batch c0068663-118042. There are no units in our stock. The different suture has been characterized and has been identified as safil violet of usp 1 and 70 cm length with hrt40s needle (equivalent code c1048484). Reviewed the batch manufacturing records, the same operator was present in the assembling and winding step of the reference c1048484 and batch 118036. After investigation, the most probable root cause is that by operator mistake after winding step in the manufacturing line, some sutures of safil were placed in the novosyn order and were labeled as novosyn (code-batch c0068663-118042). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective/preventive actions: complaint is added to six_05_2012 six sigma project regarding mix-up inside first pack.